Manufacturer narrative:
Added information to h6. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Manufacturer narrative:
The device was returned to edwards for evaluation and is pending evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
Edwards received information that a 21mm 3300tfxj valve was explanted after an implant duration of approximately seven (7) years and one (1) month due to severe aortic stenosis due to leaflet immobility at non-coronary cusp peak pg: 68mmhg, mean pg: 38mmhg. There was a pseudoaneurysm at the non-coronary cusp area, therefore, instead of a valve-in-valve procedure, open heart aortic valve replacement was selected. The device was explanted and replaced with the same size 21mm 11500aj valve with a concomitant artificial blood vessel transplantation. Patient's outcome was reported as under treatment at general ward. The device was returned for evaluation. The surgeon commented that black thread was tied to the stent posts of the left and right commissures of the relevant leaflet to be a landmark.

Manufacturer narrative:
Added information to h3 and h6. Device evaluation: customer reports of stenosis and leaflet immobility were confirmed. X-ray demonstrated wireform intact. Heavy calcification was observed on all leaflets. Calcification restricted leaflet mobility and led to stenosis. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect and fused all three leaflets by approximately 2 mm at commissures on the inflow aspect. Host tissue on the stent circumference was moderate at the inflow aspects. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5 mm on leaflet 1 at the inflow aspect. Host tissue overgrowth was observed around commissure 3 at the outflow aspect. Multiple suture threads remained attached to the sewing ring. Sewing ring cloth had multiple cuts around the valve.